Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an abdominal abscess proximal to the driveline. The patient was admitted, and an incision and drainage (I&d) procedure was performed. The patient was discharged with a wound vac and started on cefazolin when admitted on (B)(6) 2023 for 3 weeks then transitioned to oral cefalexin.

Manufacturer narrative:
Previous reports for driveline infection are reported under MFR numbers: 2916596-2023-00571; 2916596-2023-00609 and 2916596-2023-00760. Ongoing infection can be viewed under MFR 2916596-2023-08197 no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.